Manufacturer narrative:
The device remains implanted. The lot number is unk therefore no review of the device history record could be performed. The instructions for use which accompanies each device states in the adverse reactions section: "complications associated with the proper implantation of the mesh may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess of fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure or the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced serious bodily injuries, prolapsed bladder, incontinence, drainage, vaginal infections, erosion of her internal bodily tissues, significant mental pain and suffering, has sustained permanent injury, and has undergone multiple surgeries and revisionary procedures.